Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an allergic reaction with use of a unipuncture y connector s 660 c¿ accessory. The patient was switched to unipuncture (single needle mode) and the y connector was added, then approximately one (1) minute later the patient experienced hot flashes, sweating, vomiting, diarrhea and loss of consciousness lasting approximately 30 seconds. The treatment was discontinued. The patient was placed on life support, and vital signs were taken: pulse 17/7.5 at 80, temperature 36.7 degree centigrade (°c). The patient was scheduled for another hemodialysis treatment later the next afternoon with a changed brand of connector. The dialyzer used was a non- baxter device. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.